Event description:
Info rec'd indicates both the head casters and left foot caster swivels when pushed in the brake position.

Manufacturer narrative:
The technician replaced the three brake casters to repair the stretcher.